Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced pain while the left ventricular (lv) lead was pacing. The lv lead was explanted. It was further reported that during the attempt to implant a new lv lead, there were high/unstable thresholds and an appropriate position could not be located. The lv lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.